Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a catheter shaft broke in the proximal circumflex. The physician gained access in the right femoral artery and was preparing for intervention of the circumflex. A 3x10mm cutting balloon was inserted but not inflated. It was removed. The proximal circumflex was predilated x 2 with a 3.5x15mm otw maverick balloon for 30 seconds @ 6atm's and 40 seconds @ 8atm's. The taxus express 3.0 x 16mm drug eluting stent balloon was inserted and removed twice before it was inserted and deployed for 45 seconds @ 9atm's. A dissection was visible distal to placement of stent. An act was drawn at this time. A second stent was inserted. The taxus express2 2.5 x 16mm drug eluting stent was in the proximal circumflex when the balloon and stent broke off of the stent delivery system. Physician requested assistance of a colleague and an interventional radiologist in hopes to snare the stent and balloon. Pt received atropine during this period for bradycardia which converted rhythm to junctional with st elevations. The physician was unable to remove the balloon and stent. An intra aortic balloon pump (iabp) was placed. The pt was transferred to the coronary care unit with the balloon pump in place and on a heparin drip with plans for surgery in the next hour or two. The pt received integrilin and heparin during the procedure. The pt was went to surgery for removal of fractured material and is reported to be in satisfactory condition.